Manufacturer narrative:
The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted. (B)(4).

Event description:
It was reported that a pt was prepped and placed under anesthesia to undergo a radiofrequency ablation (rfa) procedure to treat barrett's esophagus on (B)(6) 2012. The sizing was completed without any complications. A 31mm balloon was selected and the first pass was completed with two ablations. The balloon was removed and cleaned without any issue. The balloon was then reintroduced and aligned to ablate but the generator did not beep or recognize the catheter. The hosp staff disconnected and reconnected the balloon and an error c50 came up. The generator was restarted and the catheter connected and again error c50 came up. At that point, the physician decided to abort the case. It was reported that the pt was fine.